Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted on (B)(6) 2017. However, the device has not been received for investigation yet.

Event description:
The user is no longer responding to sound as before. No trauma or accident has been reported. The user was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user is no longer responding to sound as before. No trauma or accident has been reported. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents reported that the kid is not responding to sound than earlier. It is unknown if an accident or a trauma has happened.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for surgery has not been received.

Event description:
Parents reported that the child is no longer responding to sound as earlier. There has not been any trauma or accident reported by the family. No further information has been received.